Manufacturer narrative:
Device (B)(4) nim-response 2.0 patient initially on (B)(6) 2013. Medtronic (B)(4) was only notified of an issue with nim-response 2.0 mainframe (B)(4). However, in addition to the mainframe, a nim-response 2.0 patient device (B)(4) was returned on (B)(4) 2013. As a result, it will be included in this supplemental as a concomitant device.

Manufacturer narrative:
Initially on (B)(6) 2013 medtronic (B)(4) was only notified of an issue with nim-response 2.0 mainframe (B)(4) (reported in the initial MDR). In addition to the mainframe, a nim-response 2.0 patient device (B)(4) (reported in supplement #1) was also returned on (B)(6) 2013. As a result, this device was included in supplemental MDR #1 as a concomitant device. In addition to the two previously reported devices, a nim-response 2.0 interface 8252200 and a nim muting detector probe 8220300 were also returned on (B)(6) 2013. As a result, these devices will be included in this supplemental (#2) as concomitant devices. To summarize, a complete list of the concomitant devices for this event: nim-response 2.0 patient device (B)(4) (lot 66280100, manufacture date april 2011) 2.) Nim-response 2.0 interface (B)(4) (lot 71820200, serial # (B)(4), manufacture date february 2010) 3.) Nim muting detector probe (B)(4) (lot 67616300, manufacture date may 2010).

Manufacturer narrative:
(B)(4). The device was not returned. The device was not returned and therefore no evaluation could be performed. Method: no testing methods performed.

Event description:
It was reported to medtronic that the following issues were experienced with the nim 2.0 mainframe since (B)(6) 2012. There was no patient impact from any of these issues. No specific patient information was provided. " the irritating electrode put on the recurrent laryngeal nerve and pneumogastric nerve 0.3ma could not start the normal warning sound, no waveform, only show wrong action warning sound. The irritating electrode put on the recurrent laryngeal only made 3 warning sounds need to waiting for 1 minute and made the irritating again then showed 3 warning sounds. The irritating electrode 0.3 ma put in anywhere in the operation, showed deeply sound, even put on the recurrent laryngeal there was no normal warning sound. The machine connected to the patient simulator with 0.1ma testing, the machine received only 0.77ma, connected to real patient with 0.1ma, only received 0.4ma."

Manufacturer narrative:
The device nim 2.0 mainframe was received for evaluation on september 6, 2013. A shake test was performed on the mainframe; no loose parts were heard. The interface, simulator and probe were connected and the mainframe turned on; boot-up sequence completed with no errors. Touchscreen responded. A monitoring mode was selected using all available channels. Each channel was stimulated in turn; normal and appropriate responses were seen on all channels. The stim setting was changed using the probe; the measured current as shown on the touchscreen was about one half of the stim setting. Electrode check was within acceptable ranges for all channels, stim 1 and 2, and ground. The complaint was confirmed for the reported malfunction of low delivered current and the underlying cause was observed to be internal system malfunction. The device was scrapped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.